Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 26-oct-2019, UDI#: (B)(4), product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a 1mm d epth. Immediately following implant, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed with a 24mm balloon, which caused the valve to dislodge aortic and expand into the sinuses. Subsequently, a second valve was implanted. Shortly after the second valve was implanted, the right coronary artery, which was dominant, did not appear to be perfusing as well as it should. The patient was taken back to the operating room and a right coronary artery bypass was successfully performed. No other treatment was provided. No further adverse patient effects were reported.